Event description:
It was reported that the device exhibited oversensing that has been ongoing since near implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=16 counts avg/day, in 95.55 days, between (B)(4) 2011 13:20:03 and (B)(4) 2012 02:25:10.